Manufacturer narrative:
Upon further investigation, it was clarified that the un-deployed valve, delivery system, and esheath were removed as a unit from the patient, as instructed per the training material. There was no reported difficulty withdrawing the devices. Once the devices were removed from the patient, the physician manipulated the delivery system and valve on the back table; attempting to pull the in-deployed valve and delivery system through the hemostatic valve of the esheath. It was during the manipulation of the devices on the back table that the valve was stripped off of the delivery system, but remained in the esheath. There was no harm to the patient. Additionally, as the devices were completely removed from the patient at the time the valve was stripped from the delivery system, there was no potential for injury to the patient. Therefore, the event is not MDR reportable. A corrected supplemental is being submitted.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
During implant of a 23mm sapien 3 valve in the aortic position, the valve and delivery system got stuck in the esheath. A kink in the esheath was observed while advancing the valve and delivery system. The entire system was attempted to be withdrawn, however the valve was stripped off of the delivery system and remained in the esheath. The esheath was removed and the valve was in the sheath. There was no harm to the patient. New devices were used to complete the case. The valve was deployed with an excellent result. The patient¿s access vessel minimum luminal diameter was 7.0mm, was moderately calcified and moderately tortuous. The esheath not being inserted far enough into the patient¿s leg, and too much sheath remaining outside of the body, was considered the cause for the valve and delivery system getting stuck in the esheath. The kink in the esheath was thought to have been caused by the force that was exerted to advance the valve and delivery system.